Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that he had blood glucose of 426 mg/dl and his insulin pump was not working correctly. Customer stated that the insulin pump had no delivery alarm. Customer stated that he changes his reservoir run 5.0 units manual prime and he observed insulin exiting the tubing. Nothing further was reported.